Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on insertion into the eye the leading haptic was ruptured. The iol (with the leading haptic in eye and trailing haptic still in injector) was withdrawn from the eye. The surgery was completed successfully within the original surgery session using a back-up iol. There was no patient harm or injury. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that "pronounced resistance" occurred from the very start of the lens injection and the surgeon proceeded with the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point "pronounced resistance" occurred is a deviation from the IFU and likely the causative factor of haptic damage in this case.

Event description:
On 23rd june 2025, rayner received notification from its distributor in russia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the haptic broke during iol implantation. The lens was withdrawn from the eye prior to complete implantation and a back-up lens was implanted successfully.